Manufacturer narrative:
On 2/13/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, mentor became aware that patient experienced left side capsular contracture; baker grade IV along with rupture. Hence, the patient underwent explantation and replacement with new 600cc mentor implant on (B)(6) 2019. Following has been updated on this form: - field d7 explantation date has been updated from (B)(6) 2019 to (B)(6) 2019. - field h6 has been updated from breast pain to capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient underwent explantation and replacement with new 600cc mentor implant (catalog number 3544600; serial number (B)(6) on (B)(6) 2019. Following has been updated on this form: field d7 explantation date has been updated from (B)(6) 2019 to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/25/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the sample a rupture in the posterior view, measuring approximately 4.4 cm was observed. During the microscope examination striations were detected in the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture, pain, and swelling. Concomitant products: right; 600cc mentor memorygel breast implant; catalog number: 3544600; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent primary breast augmentation with a 600cc mentor memorygel breast implant and was presented with left side breast implant rupture, pain, and swelling on postoperatively. Cat scan confirmed the issue on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.